Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during normal generator replacement. Increased out of range capture thresholds and pacing lead impedance were observed. The lead was capped and replaced. The patient was stable post-procedure.